Event description:
It was reported that the right ventricular lead had low impedance, high threshold, and no capture at high output in bipolar. Reprogramming to unipolar was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg, implanted: (B)(6) 2006. (B)(4).